Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured right side aneurysm with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4.5mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure was normal. It was reported that the patient had an aneurysm of the right intracranial ophthalmic artery segment, and the surgical plan was dense mesh stent placement plus aneurysm embolization. A 6f long sheath (apt medical) and a puweisen gc072-115 intermediate catheter were used as proximal supports. The marksman catheter was placed in place into the middle cerebral artery, and the stent was intended to be flipped over the small wings at the tip end in vitro. After the protective sheath was pushed out, it was found that a section of the stent tip end was adhered to the push rod. After the guide needle was used to assist the stent in opening, it was found that the tip end was rough. After flipping the small wings, it was retrieved into the protective sheath and sent to the middle cerebral artery through the marksman catheter to try to open it. After repeated retrievals and deployments, the stent tip end still could not be opened. Finally, the stent was retrieved and entered into the marksman catheter, and the blood flow-directing dense mesh stent ped -500-25 was withdrawn from the body. The operator stated that there was a quality problem with this stent. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent was replaced to complete the procedure. The stent wouldn't open at first, then it popped open, but the tip end was frizzy and damaged.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.